Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.50/+4.0/072 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to excessive vaulting. The lens was replaced with a shorter length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial, with residue/debris on product. Visual inspection found the haptic bent. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).